Manufacturer narrative:
Based on the claim against the product by the customer noting there was a possible system error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse spoke with the clinical sales representative (csr) who was unable to replicate the non-intuitive motion issue. They also stated that it was believed that the issue was due to an inverted 30-degree endoscope plus, which cause the surgeon side console (ssc) controls to appear backwards. The fse test drove the system on site without issues. The system was tested and verified as ready for use. The probable root cause of a system error and non-intuitive motion on the arms after a power cycle is attributed to an inverted 30-degree endoscope plus. This complaint is considered a reportable event due to the following conclusion: it was alleged that the 30-degree endoscope plus had inverted image. Inverted endoscope image could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, there was a suspected system error. The clinical sales representative (csr) called the technical service engineer (tse) from offsite during the case to report this issue. The tse reviewed the system logs with no errors noted. The csr stated that the customer did power cycle the system but then after five minutes or so, all the arms on the patient side cart (psc) had non-intuitive motion. The tse asked the csr if the customer was using a 30-degree scope. The csr stated that they would call the customer back now to check to make sure the scope selection was not being selected by mistake and also would have them reseat the endoscope. The procedure was completing as planned with no reported injury. Isi made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.